Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 393 mg/dl. The customer did not administer a correction bolus due to being instructed by their healthcare provider (hcp) to only use the bolus feature prior to eating a meal. Tandem customer technical support (cts) offered to educate the customer on correction boluses but the customer declined and stated that they would contact their hcp in order to be trained on this feature. Cts educated the customer on the possible causes for an occlusion alarm and offered to perform troubleshooting in order to find the possible cause of the occlusion. The customer declined the offer to troubleshoot and stated that all supplies would be changed in order to resolve the occlusion alarm.

Manufacturer narrative:
On (B)(6) 2017: during follow-up, it was reported that the customer's fill procedure of the cartridge was incorrect and the customer was aware that the extra air in the cartridge may have contributed to their occlusion alarms.